Event description:
It was reported that the customer's insulin pump did not alarm no delivery. The alarm history was reviewed and found the alarm, but the customer denied having the alarm and was experiencing high blood glucose. A fixed prime test without the reservoir in the insulin pump was performed, but no alarms occurred. The customer did not trust the insulin pump. The caller mentioned being allergic to the infusion sets tape and it was difficult for her to find other alternatives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.